Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device is working properly, but when the surgeon attempted to fire around the cystic artery the clip was malformed. Another clip applier was used to complete the procedure. There is no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Functional testing of the instrument could not be performed due to the observed jaw cam damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.